Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that there was a red circle around the port seal indicating a leak occurred through the port seal. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent sample bag leaked. This occurred during use of peritoneal dialysis therapy. The leak was identified on the slits. There was no patient injury or medical intervention associated with this event. No additional information is available.